Manufacturer narrative:
Batch review performed on 12 december 2018. Lot 177349: (B)(4) items manufactured and released on 28 february 2018. Expiration date: 2023-02-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs director: femoral fracture occurred 10 days after primary surgery in a (B)(6) lady, probably significantly overweight. No trauma was reported. The fracture probably occurred during the rehabilitation period of time where a sudden movement on a weakened bone due to the normal intraoperative femoral preparation may favour this event. The quality of the postoperative image does not allow to detect an existing fracture line. The stem is positioned in valgus and probably higher than normal, but the relation of these observations to the event are not certain. There is no reason to suspect a faulty device.

Event description:
Revision surgery performed due to bone fracture 10 days after primary. The patient didn't report about any trauma. According to the surgeon, the fracture could have been originated by the implanted prosthesis. The surgeon revised the patient on (B)(6) 2018 with a corail stem end zimmer strapping cables.